Manufacturer narrative:
The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter. The serial number was not provided. The result from the meter was 7.0 inr. The patient tested two more times on the same day and the result was 3.2 inr each time. The specific times of the tests were not provided. The therapeutic range was 2.5-3.5 inr.